Manufacturer narrative:
H4: the lot was manufactured in march 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified from an unspecified location during use of a homechoice cassette; further described as "water damage". This was observed during an unspecified process step of peritoneal dialysis therapy. In addition, a cap was missing from the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.